Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was staying in vietnam and would return to ho chi minh on december 23 (tuesday). Since august last year, the stimulator could not be charged and could not be used. When the patient returned to japan the other day and consulted with the physician, the patient was told that the temperature in vietnam was high, so the device could not be charged and it seemed to be over-discharged. Afterwards, the person in charge was present at the time of the medical consultation, and the device was recovered and could be used, but about a week ago, device detection failure started to occur; device not detected. While the device detection issue remained unresolved, only the charging operation of the stimulator was continued to be monitored, however, the stimulator could not be charged on the day of the report and this time, the controller did not display anymore. There were no known environmental, external, and patient factors that may have caused the event. The controller started up when the battery pack was re-attached, but the device was not detected again. At the end, the controller was operated 1 week ago, so charging was continued, but informed that the stimulator's battery might be exhausted. From the device non-detection screen, "[charging]" was selected and the recharger was connected to the controller to induce forced charging, but "[charging in progress]" was not displayed. There was a word "charge" on the screen, so it was touched several times, but there was no response. The patient was told to try inserting and removing the charging cord, re-attaching the battery pack, and charging the controller itself to see if the situation changed. Afterwards, the device could be charged; stimulation could be adjusted if the recharger was connected. However, removing the recharger will cause the device to be undetected. For the time being, stimulation adjustment was possible, so the situation will be monitored until the patient's return to japan next year and the patient was informed that the person in charge would be in contact regarding the unresolved device detection issue. Charge amount of controller is 100%, and 80% for the stimulator. The issue was not resolved at the time of the report. No health damage was reported. Additional information was received. It was clarified that the physician suggested that the issue might be related to the outside temperature in vietnam and this was the physician's assumption.